Event description:
Clinic notes were received as the patient is being referred for generator replacement surgery due to an increase in seizures duration and frequency, and the generator is at ifi = yes. The physician has indicated that the patient has been having more frequent and prolonged seizures that may at least in part be related to near depletion of the vns battery; however, as the vns generator is at the ifi condition, it should still be able to provide therapy. Per the clinic notes, since the patient's last clinic visit on (B)(6) 2013, he has recently been experiencing an increase in seizure frequency and duration. Prior to 2-3 weeks ago, the patient was having seizures only at night and was consistently going up to a month seizure-free. However, over the past couple of weeks, he has been having nocturnal seizures several times per week and has had two daytime convulsive seizures at school. When having seizures, the patient has a combination of generalized tonic-clonic seizures that last several minutes in duration and clusters of epileptic spasms and myoclonic seizures that may last up to 50 minutes in duration. Using the vns magnet will often shorten seizures and seizure clusters.

Event description:
An implant card was received indicating that the patient underwent genreator replacement on (B)(6) 2013. The generator was received for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Event description:
Product analysis was performed of the returned explanted generator. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.735 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows an ifi condition. The data in the diagaccum consumed memory locations revealed that 90.194% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.